Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The patient reported that the power sources are switching from one port to the other, earlier than expected.

Manufacturer narrative:
Additional information was provided indicating that the capacity of the batteries was greater than 25% when the event occurred. The power switching could not be reproduced by manipulating connections. The patient was reportedly at home during the event. The issue resolved with the replacement devices. Additional component for this event: controller-(B)(4), catalog # 1407de. (B)(4). Battery- (B)(4), catalog #1650de. (B)(4). Battery- (B)(4), catalog #1650de. (B)(4). Battery- (B)(4), catalog #1650de. (B)(4). Battery- (B)(4), catalog #1650de. (B)(4). The reported event of power switching was confirmed on (B)(4). Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that (B)(4) participated in premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. (B)(4) had not received the software maintenance release (smr) upgrade prior to these events. Analysis of these devices could not be performed since the devices were not returned for evaluation. The devices were disposed of by the site after the patient was transplanted due to contamination with blood. The reported event of power switching could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies involving (B)(4). Analysis of the device revealed that the device met specifications as the device passed visual examination and functional testing. The reported event of power switching could not be confirmed on (B)(4). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies involving (B)(4) . Analysis of this device could not be performed since the device was disposed of by the site and not returned for evaluation. Of note, battery (B)(4) was captured and reported under (B)(4). The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of power switching could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of (B)(4)'s logs revealed that (B)(4) participated in premature switching events. (B)(4) had not received the smr upgrade prior to these events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller and batteries mentioned in the log files were not returned for evaluation. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.